Event description:
I have had essure since 2008. I have been in and out of the hospital with uti infections, I have very bad abdominal pain, severe headaches. I have gone to the hospital and they told me one of my kidneys is smaller than the other. I have never had so many medical problems since I have gotten this essure put in.